Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation a ventilator inoperative alarm condition was observed. The device's blower motor was replaced to address the issue. Additionally, not related to the above issue a service required alarm condition was observed indicating the internal battery charge was low. There was no internal battery malfunction noted. The device was tested and passed all final testing.

Manufacturer narrative:
A corrected report is being sent to adjust the date of awareness. Previously the awareness date was stated as 03/24/2025. The correct date of awareness/service is 02/14/2025.